Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2014 while at home. A treatment was delivered at 10:25:21. Motion artifact and multiple counting of tall t-waves contributed to the false detection. The response buttons were not used during the event. The patient did not seek medical attention.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient did not seek medical attention. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device malfunction date: monitor (B)(4): 08/2013. Electrode belt (B)(4): 01/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillations.